Event description:
Information received by medtronic indicated that the pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w unknown. Retainer = clear. Customer returned pump for an alleged crack battery compartment. On (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the j2/pcb1, pcba2, battery connector, force sensor.¿ successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 18:30:00. Due to moisture damage on the force sensor. Force sensor zero offset within specification 23.4 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked case corner of belt clip rails. Critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery confirmed due to moisture damage force sensor. Pump cracked case corner of belt clip rails confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.